Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the customer had been experiencing high blood glucose levels since the night before the call. Customer's wife stated that the blood glucose levels ranged from upper 200 mg/dl to lower 400 mg/dl. Blood glucose level at the time of the call was 295 mg/dl. During troubleshooting, the insulin pump did not show any signs of malfunction. The device was not replaced or returned for analysis.